Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon used a humeral head extractor to remove a humeral head and it broke.